Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, episodes of post paced t wave oversensing were noted on the device. An in clinic follow up is anticipated but has not yet been performed. No intervention has been performed at this time. The patient was stable and will continue being monitored.